Manufacturer narrative:
(B)(4).

Event description:
After implant, the pt received baclofen 2000 mcg/ml at 400 mcg/day. At some point, the pt experienced a lack of efficacy. The pt had a dye study on (B)(6) 2011 and it was okay; it showed some good csf flow. A CT scan was also obtained; the results were not reported. Because the pt was experiencing lack of effect, the physician decided to replace the catheter; the pump was replaced as well because it was due for replacement anyway. The pt was receiving baclofen 2000 mcg/ml at 597.5 mcg/day; it was unclear if this dose was with the new pump or the pump that was replaced. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.